Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.:(B)(6); model: 255). From the provided video, glistening was observed. From the provided picture, the iol was explanted and cut due to low resolution of picture. So, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil permanent or negative impact on patient health expected; secondary surgery required on future date; reduced due to glistening imdrf code: a26 - insufficient information explantation date: (B)(6) 2023

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Lens opacification (including glistening) is indicated as a potential malfunction related to the iol or the injector system, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-23-021 00 en3.ms3.150151250251.20220501(t)_15000f,15100f,25000f,25100f regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil permanent or negative impact on patient health expected; secondary surgery required on future date; reduced due to glistening imdrf code: a26 - insufficient information explantation date: (B)(6) 2023.